Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received another unexpected restart. Customer's blood glucose value was unknown. Customer stated that they were able to clear the alarms. Customer also stated that they were able to complete rewind the insulin pump. Customer stated that after troubleshooting they received the another unexpected restart. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.